Event description:
The smooth saline device was received with the inner thermoform packaging unsealed before surgery. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.